Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3487a-56, lot# v680743, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-33, lot# v611146, implanted: (B)(6) 2011, product type lead. Product ID: 3487a-56, lot# v680743, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-45, lot# v704661, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The consumer reported having good relief of their painful areas for the first 3-4 weeks following implant, but noticed a significant change following a twisting activity. The patient reported stimulation was in their stomach significantly more than the rest of their body. Heavy twisting activity is what the patient believes may have led to the event. The patient reported having several reprogramming and trying other unknown conservative therapy without success. They decided to go ahead with a revision surgery and wanted new leads and battery to make their system MRI conditionally safe. The issue resolved at the time of the report. Relevant medical history includes peripheral neuropathy and spinal pain.